Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a bend occurred at the sab-6-30 connection, resulting in difficulty pushing it forward and inability to continue advancement. During the thrombectomy procedure, the operator found that it became increasingly difficult to advance the stent, and eventually it could not be pushed any further. After removal, severe bending was observed, suspected to be a quality issue. After communication, a new device was unpacked and the vessel was successfully recanalized. There was resistance during the procedure during delivery. The vessel was moderately tortuous. The resistance occurred in the middle of the catheter. The device and any accessories were prepared as indicated in the IFU.